Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one spike connector attached with an infusion bag was provided to our quality team for investigation. Functional testing was performed and verified a leakage where the spike is inserted into the infusion bag, no leakage between the connector bonded onto the spike occurred. Further evaluation identified the stopper of the IV bag was cracked, resulting in the leak observed. A device history review was performed for reported lot 2312211, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the reported lot were used for additional evaluation. All product was inspected, no damage was observed on any of the devices. Functional testing was performed, no leakage occurred. Based on our quality team's investigation, no failure or root cause related to our product was identified. The leak was a result of a crack in the infusion bag. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about anti-cancer drug leakage. According to the customer report after abraxane was administered, leakage was confirmed from the insertion site of the c180j and the infusion bag. Please take a look at the condition.